Event description:
It was reported that the 9600 sys locked up with a collimator iris potentiometer error during a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The collimator iris potentiometer, hard drive, and control panel board were installed during the svc call. The sys was tested and found to be working as intended and put back into svc.